Event description:
Per operative report: the valve was explanted due to aortic regurgitation with a large paravalvular leak. The valve was replaced with a 21ahpj-505.

Event description:
Description of event: in 1998 a dr implanted a 21 mm aortic st. Jude medical mechanical heart valve sjm masters series (model 21ahpj-505) and also performed a coronary artery bypass procedure. In 2000, another dr explanted this valve due to regurgitation as a result of paravalvular leak confirmed by echocardiogram. According to information received, the patient had been medically managed for compensated congestive heart failure since late 1999. At explant, an area of at least two sutures had "dehisced or pulled through the annular tissue possibly secondary to infection". A 21 mm st. Jude medical mechanical heart valve sjm masters series (model 21ahpj-505) was then implanted. The patient expired postoperatively due to anoxic encephalopathy. No additional information was received.